Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales executive (cse) contacted a technical support engineer (tse) and reported that there was an issue with the bipolar energy not working. The cse attempted to connect a new energy cord to both ports, yet the issue persisted. The tse suggested checking with another bipolar instrument or using a third-party energy device as a troubleshooting step. The cse agreed to test it with a third-party device and follow up with more information. Later, it was confirmed by the cse that the available third-party energy device was not compatible with the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) and footrest to resolve the issue. The system was verified and ready to use. The footrest was returned for failure analysis, but the reported issue could not be confirmed or replicated. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that could be related to the reported event. The unit was installed onto a golden system and operated in normal mode with bipolar instruments and generator, where the component functioned as expected. This unit was found to be fully functional.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The generator was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed through system log analysis. Upon visual inspection, cracks were observed on both top corners of the bezel. The unit was tested using the system and displayed error c-54 at startup. The log also recorded errors m-b0 on (B)(6) 2025 and m-0b on (B)(6) 2025. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause of the customer-reported issue with the generator is attributed to a faulty internal electrical component. The probable root cause of the footrest issue could not be determined based on the available information and failure analysis results.